Event description:
It was reported following insertion of the ultimum introducer into the femoral artery, when the physician removed the dilator, he noted the tip had detached and remained in the patient's artery. The section embolized distal when the physician attempted to remove it. An attempt to remove the section with two snares was unsuccessful. The scheduled procedure was cancelled. The dilator section remains in the patient. The patient was reported to be recovering in good condition.